Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, poor impedance measurements were exhibited and unable to be resolved. For this reason, the lead was removed and replaced in absence of any additional adverse patient effects. The product is expected to be returned for analysis.